Event description:
It was reported that the subject device had a blurry image. The event occurred during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus regional service center (rsc) for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 customer facility complete: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry image. The event occurred during cleaning and disinfection. There was no patient involvement.